Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 650 mcg/day and bupivacaine 30 mg/ml at 6.5 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the personal therapy manager (ptm) displayed code 8474 [pump reset occurred]. The reporting hcp could not troubleshoot due to lack of access to product. The hcp was not with the patient. The patient experienced an increase in pain, anxiety, and withdrawal symptoms. The onset of the symptoms was gradual. It was noted that the patient also used the ptm for larger boluses. Their total per day with boluses was 1234 mcg/day fentanyl. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.